Manufacturer narrative:
(B)(4)

Event description:
It was reported that the event involved a patient in the angiographic laboratory, the (iab) intra-aortic balloon catheter was prepped per the (IFU) information for use. The medical doctor inserted the iab using a sheath into the patient's left femoral artery (the insertion length of this iab catheter: 40cm). Iabp therapy began, and soon after the pump alarmed, "large helium leak" and the user decided to replace the iab because he suspected the balloon ruptured. As a result, the iab catheter and the sheath were removed together and a new iab was inserted into the opposite femoral artery; the patient's right femoral artery and the iabp therapy continued without problems. There was no reported patient death injury or complications. There was no reported delay in iabp therapy. The patient outcome is list as good.

Manufacturer narrative:
Qn#(B)(4). Returned for evaluation was a 40cc 7.5fr ultraflex iab. The teflon sheath was approximately 40.8cm from the iab distal tip. The teflon sheath was connected to the iab hemostasis cuff which was connected to the cathgard. The one-way valve was tethered. The bladder was fully unwrapped. Blood was noted on the exterior of the outer lumen and sheath. Dried blood was noted on the interior of the bladder at the iab distal tip. Bends were noted at approximately 5.8cm and 55.4cm from the iab distal tip. The bladder thickness was measured at six points with measurements and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. A leak was immediately noticeable from bladder membrane at the iab distal tip. Under microscopic inspection, the bladder was confirmed partially attached to the iab distal tip. No other damage was noted to the bladder. Engineering has been notified. Nc60035184 has been initiated to investigate cause of the issue. See other remarks section. Other remarks: a lab inventory 0.025in guidewire was back loaded through the iab distal tip. Resistance was noted at approximately 5.5cm and 55.8cm from the iab distal tip. The guidewire was able to advance through the central lumen. Blood was noted on guidewire upon removal. The guidewire was front loaded through the iab luer. Resistance was noted at approximately 26.9cm and 78.2cm from the iab luer. The guidewire was able to advance through the central lumen. Blood was noted on guidewire upon removal. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of helium loss alarm is confirmed. The bladder was confirmed to not be fully attached to the iab distal tip. Engineering has been notified. Nc60035184 has been initiated to investigate cause of the issue.

Event description:
It was reported that the event involved a patient in the angiographic laboratory, the (iab) intra-aortic balloon catheter was prepped per the (IFU) information for use. The medical doctor inserted the iab using a sheath into the patient's left femoral artery (the insertion length of this iab catheter: 40cm). Iabp therapy began, and soon after the pump alarmed, "large helium leak" and the user decided to replace the iab because he suspected the balloon ruptured. As a result, the iab catheter and the sheath were removed together and a new iab was inserted into the opposite femoral artery; the patient's right femoral artery and the iabp therapy continued without problems. There was no reported patient death injury or complications. There was no reported delay in iabp therapy. The patient outcome is list as good.